Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the device's system board and internal battery. During final testing, the device failed a test step. The device's power management board was replaced to address the issue.